Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd ultra fine¿ insulin pen needle was found with a sterile breach as one of ¿the needles was without the needle seal.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for incorrect count and tear drop label missing on lot # 6299885. Investigation summary: customer returned (99) 4mm, 32g pen needles (2 open without the tear drop label, 97 sealed) in a shelf carton from lot # 6299885. Customer states that the box was missing a pen needle and one of the needles was without the needle seal. Both open samples were examined under the microscope and both exhibited a heat stake on the wall of the outer cover which indicates that both samples were properly sealed. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (short count). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing tear drop label) as both open samples show evidence that they were properly sealed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.